Event description:
It was reported that the device reached elective replacement indicator earlier than expected. The right ventricular pace/sense lead was also noted to have increased threshold. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: d234trk implantable cardioverter defibrillator (B)(6) 2010; 5568 implantable pacing leads; 4196 implantable pacing lead (B)(6) 2010; 6949 implantable tachy lead (B)(6) 2006. (B)(4).